Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the remote arm controller (rac) board to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The rac was analyzed but the reported failure (error 25580) could not be replicated, but it failed with error 25589. A system reboot was performed, but it still had the same error. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the nurse contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) regarding error 25580 during the procedure. The tse guided the site to recover the fault and power cycle the system but the issue remained. There was no reported injury. The procedure outcome is unknown at the time of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: the issue was identified prior to starting the procedure (pre-anesthesia). Ports were not placed prior to the issue being identified. An error occurred when the system powered on. The problem persisted after hard power cycling the system. The procedure was converted to traditional laparoscopic surgery. No injury to the patient was reported.

Event description:
Refer to h11 for follow-up information.